Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a bio bag. The lot number was not provided. Our evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. Approximately 4.2cm to 5.7cm from the distal end is a section of bare core wire. Approximately 3.7cm to 4.2cm from the distal end, the wire guide covering has accordioned. Rough surfaces were found along the length of the wire guide. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat® 2 calibrated tip wire guide. It was reported that a portion of the wire stripped near the distal end of the device during deployment of another manufacturer's plastic biliary stent. They were able to complete the procedure with the wire in question. The stripped part did not detach from the wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.